Event description:
It was reported that during the procedure on (B)(6) 2011, direct stenting was performed in the obtuse marginal artery using a 2.5x12 rx xience v stent system. The stent balloon was inflated to 6 atmospheres and the stent was implanted. Post dilatation was not performed. No anomaly was noted on post procedure angiogram. On (B)(6) 2011, in-stent thrombosis was confirmed via angiography. Percutaneous coronary intervention was performed. During the intervention, an unspecified guide wire had difficulty crossing, but ultimately reached the lesion. An unspecified dilatation catheter could not advance. As the patient was not experiencing chest pain, a wait-and-see approach was taken. On (B)(6) 2011, the patient was discharged from the hospital. In (B)(6) 2012, follow-up exam confirmed that the stent remained occluded. On (B)(6) 2012, direct stenting was performed in the mid left anterior descending artery using a 2.75x33 rx xience prime stent system. Intravascular ultrasound (ivus) was performed followed by post-dilatation using a balloon catheter. No anomaly was noted via ivus and angiography. Thirty minutes post procedure, acute thrombosis was diagnosed. Thrombectomy (aspiration) and plain old balloon angioplasty (poba) was performed. Medication was administered, and poba was performed a second time. An intra-aortic balloon pump was inserted. The patient is reported as recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis as listed in the (B)(4) stent system instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. It should be noted that the IFU (delivery procedure section) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v stent is being filed under a separate medwatch MFR number.